Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issues, the customer changed the infusion set and cartridge and resumed insulin use.